Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. Repeat testing was performed and the result was negative. Patient received treatment. Type of treatment is unknown. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse decontaminated the acid/base lines, replaced the reagent probe, replaced the wash station wash block 3 and 4 and verified system is operational. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.